Event description:
Scope functional and ¿then unable¿ and became obstructed. It was discovered that white disk from biopsy cap dislodged and obstructed scope. Using boston scientific cap in endoscope as per manufacturer's recommendation. The white disc within the cap fell out dislodged into scope causing scope blockage.